Event description:
Shipment of sterile empty vial and injector, 30ml single use, for the use with a compatible hospira pca pump set with injector and a compatible hospira infusion device. Made by hospira inc. One/list no. 6021-03. These large glass needles are very fragile, when a shipment comes in to the pharmacy, there are some of the glass needles that are broken or cracked despite their protective packaging. Reports from nurses have told the pharmacy that when manipulating these needles, some have broken as well. Medical device used commonly in the hospital, during manipulation and even from shipment, some are broken/cracked.